Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services discussed that this may be a false positive indicator related to a software update or a sign of high battery impedance and a low battery voltage detected. It was recommended to limit device telemetry and consider device replacement to avoid risk of the device entering safety mode. At this time this device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services discussed that this may be a false positive indicator related to a software update or a sign of high battery impedance and a low battery voltage detected. It was recommended to limit device telemetry and consider device replacement to avoid risk of the device entering safety mode. At this time this device remains in service. No adverse patient effects were reported.